Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that the pacing inhibition resulted in greater than 2 seconds of asystole. Additionally, the lead became dislodged during the surgical intervention.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited an unknown duration of pacing inhibition. An invasive procedure was performed. The lead was surgically abandoned and replaced and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.